Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08300 and 2134265-2015-08325. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery extending to the left main (lm) artery and right coronary artery (rca) with complete total occlusion. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled to view target lesion. The physician performed automatic pullback. However, the imaging core could not move. They found out that the motordrive unit was damaged. The physician then removed the imaging catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's condition is stable.